Event description:
Device returned for analysis with report of patient suffering myoclonic seizures while device was implanted. Follow up with hcp revealed after patient's catheter was implanted, patient developed myoclonic seizures in their legs - not their whole body. Cat scan was normal. MRI showed normal placement of the catheter and no evident nerve root injury. The catheter was removed. The seizures resolved. Patient is doing fine now.